Event description:
It was reported that vns patient's seizures has deteriorated since (B)(6) 2016 and the medical professional will try to alter vns parameters. Attempts for additional relevant information have been unsuccessful to date.